Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 1/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during visual inspection of the pump, it was observed that there was a crack on the side of the battery compartment from the threads traveling down to the case seal and there was a crack at the battery compartment threads above the bumper. The battery cap was able to secure to the pump for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.